Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they experienced high and low blood glucose was 400 and 50 mg/dl. The customer did not provide the symptoms regarding high as well as low blood glucose. The customer was treated for the high blood glucose with insulin pump insulin pump. The customer was treated for the low blood glucose with glucose. The customer declined troubleshooting for high and low blood glucose level. The insulin pump was returned for analysis.